Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.

Event description:
The report received indicated that after the balloon was used for post dilation, the physician had trouble pulling it out of the catheter. A question concerning how the balloon rewrapped was put forward. After several hard tugs, the balloon was successfully pulled out with no damage or adverse event.